Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the inability to increase stimulation had not been resolved yet. It was noted on (B)(6) 2017, the patient would be going into the hospital and their doctor would take out the pacemaker to see what the problem was and hopefully rectify it. It was unclear if they meant the ins or a different device. It was reported nothing changed that led to the inability to increase stimulation; the unit just lost the programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient met with a manufacturer representative on (B)(6) 2017. It was noted the manufacturer representative was able to reprogram on only 2 programs as a test to see how they worked, and that lasted until (B)(6) 2017. The mucus started increasing, but the patient still felt stimulation until (B)(6) 2017. It was reported there was no stimulation now and the patient could not increase stimulation by way of the handheld remote. It was noted the patient was calling their doctor¿s office on monday, (B)(6) 2017 to find out what could be done about the situation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was unknown. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated he had trouble changing from one program to the next. Patient stated it just stayed the same. Patient stated his therapy never really worked. Patient stated he was told he would be a candidate for 80% success but was later told there were no guarantees this would help him. Patient stated after trying all 4 programs he felt program 2 at 4.5 or 4.6v worked best up until about a month ago. Patient stated he was now experiencing an increase in mucus coming out. Patient stated he hadn't changed anything with his diet. It was reported that the patient had to have his wire replaced because when he'd go to adjust the stimulation nothing would come on the pp screen. Patient stated the pp stopped giving stimulation. Patient stated he believed one of the wires shifted or broke. Patient stated the rep did check it with his device at the hcp's office and determined it needed to be replaced. Patient stated he thought the entire system was replaced (however manufacturer records show only the lead was replaced).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had to have his wire replaced because when he'd go to adjust the stimulation nothing would come on the pp screen. Patient stated the pp stopped giving stimulation. Patient stated he believed one of the wires shifted or broke. Patient stated the rep did check it with his device at the hcp's office and determined it needed to be replaced. Patient stated he thought the entire system was replaced (however manufacturer records show only the lead was replaced).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they were not getting good results since implant of implantable neurostimulator (ins). Patient contacted medtronic representative and worked as reprogramming. Patient stated over a few months' time, it was decided the implant wasn't going to help and the only alternative was a colostomy. Patient did want to pursue, so the doctor suggested to continue using the implant and trying different programming. Patient used the patient programmer (pp) to try different programs and, a couple months ago, began doing better than originally w/ the problem of gas/mucus. Patient stated program 2 at 2.85 provided the best results compared to the other programs, which didn't have much success. Patient stated at one point they raised stimulation to a painful level in the rectum and lowered successfully to resolve. Patient suddenly began getting more mucus (change in symptoms)and also stopped feeling stimulation. Patient tried increasing stimulation on each program but still did not feel stimulation. Patient confirmed ins was on over the phone and was currently on program 4 at 4.5v. Patient was implanted for bowel dysfunctional / sacral nerve stimulation and gastrointestinal / pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The hcp reported that it was possible that the patient¿s motor bike caused impedance to the lead. The hcp noted that impedance was checked and new programs were provided to the patient that provided stimulation and therapy.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28 , lot# va16aeb, product type: lead.

Event description:
Additional information was received from the patient's healthcare professional (hcp). It was reported that the patient has been referred to a surgeon to have a lead revision. The hcp reported that possibly the vibration of the patient's motor bike could have caused the lead impedance.

Manufacturer narrative:
The previous supplemental report had an incorrect date. The additional information was received on 2017-01-26 and not on 2016-07-30.